Manufacturer narrative:
.

Event description:
On (B)(6) 2012, leica microsystems received a complaint regarding sub-optimal tissue processing resulting in tissue, which was described by the complainant as white and very hard. On (B)(6) 2012, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.